Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. It was noted that in a later procedure, on a separate patient, the site attached a retractor to the vertek arm, resulting in the frame to move.

Event description:
Medtronic received information that, while in a cranial resection, a 1.5 millimeter imprecision was observed. Re-registration did not improve the accuracy. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.